Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and contrast on the hypotube, consistent with handling and the catheter advanced into the patient anatomy. The balloon was loosely folded. The hypotube was separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were ovaled shape as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. In this case, it is likely the hub of the catheter was inadvertently handled during the procedure, resulting in the shaft kinking as there was no damage noted to the catheter during the inspection prior to use. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported hypotube separation appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected for kinks. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a procedure of a mildly calcified, mid right coronary artery (rca) lesion, the 2.75 x 18 mm voyager balloon catheter was advanced to the lesion. While inflating the balloon the adaption cup along with the hypotube jacket separated. The device was removed from the patient. No patient effects were reported. No additional information was provided.